Event description:
It was reported that the insulin gauge was inaccurate. Reportedly, the customer was not completing cartridge air removal step. There was no adverse impact to the customer's blood glucose level. Tandem technical support educated the customer to compete the air removal step prior to filling the cartridge. Customer reloaded the cartridge to resolve the issue.